Manufacturer narrative:
The operator was attempting to empty the vacuum trap jar when the injury occurred. The right side of the analyzer is close to a wall, which prevents the right door from fully opening and limits access to the inside. Service was not dispatched for this incident. The operator was able to resolve the issue and return the analyzer to proper function. The root cause for the operator's minor injury of cutting her knuckle on the bracket can be attributed to the limited access to the right side of the analyzer. Root cause is user error, due to the placement of the analyzer close to a wall. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
Customer reported a minor injury while using the coulter maxm w/autoloader. While troubleshooting the instrument for a lock up error, the operator cut her knuckle on the pressure/vacuum tank bracket mounted inside the right side door. The operator was attempting to empty the vacuum trap jar when the injury occurred. The operator was wearing gloves and a lab coat at time of incident and was not exposed to any biohazard fluids. The operator washed and bandaged the cut, put on new gloves, and did not seek medical attention. No reports of death or serious injury, and no affect to operator safety as a result of this event.